Manufacturer narrative:
Other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient met with a manufacturer representative to have their ins reprogrammed and it was determined that electrodes 3, 8, 9, and 10 had impedances of higher than 10,000 ohms. The stimulation was programmed and the patient was happy with the stimulation coverage. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the high impedance was unknown. It was noted that the patient did not fall. The patient's weight was unknown.